Event description:
In 2009, a correspondence was received from a competitor company. It stated that the pt said they had issues with infusion sets leaking. The pt stated they had elevated blood glucose levels at that time. The pt stated that they sometime have blood in the infusion site. The pt stated that the infusion tubing is leaking where the infusion tubing meets the "pigtail". The pt changed to a new infusion set and chose a new infusion site and did not experience anymore problems. The pt did not require a medical assistance from a healthcare professional or second party to address the issue. Product was not requested to be returned for evaluation.